Event description:
Boston scientific was notified of the following event: during placement of the tenth coil into the aneurysm, the dr remarked that he could not move the coil at all. He decided to remove the catheter with the coil in it. However it had detached & was left hanging into the artery. Could not remove it. Procedure stopped. Pt was woken up with no problems.